Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had button error alarm. Customer¿s blood glucose was 71 mg/dl at the time of incident. Customer stated that the time clock was not advancing. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had unresponsive buttons due to corroded damage keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify watchdog timeout alarm due to unresponsive button.